Event description:
A meniscal repair procedure was performed with a fas t-fix device. Complete deployment and release of the second suture bar through the meniscus was not achieved. This resulted in one suture bar remaining in the joint. The repair was completed with an alterenate device and did not result in any significant surgical delay, furhter procedureal complicaion or injury to the pt.